Event description:
It was reported that the dependent patient was set up with a holter monitor after cardiac rehab noticed some pauses up to 2 seconds. The implantable cardioverter defibrillator exhibited over-sensing. The device was reprogrammed successfully and remained implanted. The patient's condition after reprogramming was fine.

Manufacturer narrative:
(B)(6),